Manufacturer narrative:
The customer requested part information for a replacement ECG lead set and ECG trunk cable with no engineer evaluation.

Event description:
It was reported to philips that the device's ECG signal was not detected. The device was not in use on a patient.